Event description:
It was reported that the left cylinder of an inflatable penile prosthesis (ipp) device had a rupture which caused fluid leakage. The pump and cylinder were explanted and replaced. No patient complications were reported in relation to this event.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.